Event description:
A physician reported a pt who was implanted on 7/17/97 in the upper and lower vermilion borders and the oral commissures. The physician prescribed a 2 day prophylatic course of keflex beginning on the day of implantation, 7/17/97. On 10/16/97, the pt was seen by the physician with what appeared to be beginning extrusion; the exact date of extrusion onset was unknown. The physician trimmed the implant and prescribed oral keflex. On 11/6/97, the physician removed the implant. He observed no sign of infection at any of the other implant sites. The physician continued the pt on keflex for 3 more days after explantation. The pt was last seen on 11/6/97, and did not experience any further problems. There were no further plans for intervention.